Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. When the patient looked at the infusion site (arm), the pod's cannula was found to be dislodged. It was also reported that the patient was in pain and the needle left a scar.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. When the patient looked at the infusion site (arm), the pod's cannula was found to be dislodged. It was also reported that the patient was in pain and the needle left a scar. It was also mentioned that the adhesive was loose.

Manufacturer narrative:
Correction to h(6): added a040102 and g0405201, updated b5 to "it was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. When the patient looked at the infusion site (arm), the pod's cannula was found to be dislodged. It was also reported that the patient was in pain and the needle left a scar. It was also mentioned that the adhesive was loose. "